Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "the ventillator started with many tf, we tried to made some calibration in the service mode, one of the calibration failed autozeroing, then we replace the sensor board, but nothing change. In addition to that many calibration failed." (2)health impact: no health consequences or impact and no clinical signs, symptoms or conditions occured and reported.